Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an endoscopy procedure performed on (B)(6) 2026. It was reported that the clip misfire. The procedure was completed with alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.